Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the battery compartment was damaged. It was reported that there was no damage to the battery cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2014 with the following findings: visual inspection of the pump found some cosmetic damages. It was observed that the battery compartment was cracked along the threads. Moisture was observed behind the display. A leak was found where the crack was located in a leak test. Moisture intrusion was found throughout the inside of the pump when the pump casing was opened to further investigate. The pump failure to power up and the investigation was unable to complete the remaining testing. The reported casing issue was confirmed in the investigation.